Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on 8/29/2023 at 10:36:50 am, 8/29/2023 at 10:47:22 am, 9/2/2023 at 4:36:37 am, 9/2/2023 at 4:37:09 am, 9/2/2023 at 4:37:11 am and 9/2/2023 at 4:38:22 am according in the formatted history file/detailed trace file. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 2 days prior to the event date 31-may-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 05/30/2023 11:01:35.000 05/30/2023 11:01:43.000 05/30/2023 11:02:15.000 05/30/2023 11:11:51.000 05/30/2023 11:48:59.000 05/30/2023 11:50:43.000 05/30/2023 11:51:10.000 05/31/2023 17:20:22.000 05/31/2023 17:22:02.000 low battery alert was recorded and found in the formatted history file on: 05/30/2023 10:42:00.000 05/30/2023 10:42:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-aug-2023 at 5:05:00 pm. There was no power data available for the date of 30-may-2023. Unable to check power data for low battery alert. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the top of the battery compartment. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump. Troubleshooting was performed and it was reported type of damage is crack on the pump and location of damage is crack on the the top on the battery compartment. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.